Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during a procedure performed three days prior (patient age, gender and weight are unknown). According to the complainant, during insertion, the tip of the guidewire tore. While removing device, to confirm tear, pieces of coating separated from the device. The detached pieces were left inside the patient and there are no plans for removal at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed that close to the entire length of the pebax was missing with "approximately 1cm still attached to the corewire from the flare." The evaluator noted the presence of adhesive on the corewire indicating that the pebax was glued as specified. The customer complaint of pebax detachment was confirmed; however, the cause of the reported malfunction is undetermined.